Event description:
It was reported that pump malfunction occurred when pump screen went dark and would not turn on, and malfunction code appeared and recurred after reset. There was no reported adverse impact to the customer¿s blood glucose level. Customer was instructed to use multiple daily injections as backup insulin therapy while awaiting replacement pump; technical support arranged shipment of replacement pump with updated software.